Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and if the initial reporter also sent report to FDA are unknown. No information has been received to date. Device identification was unknown. No product information has been received to date.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable alarm. No patient injury was reported.